Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test at 0.08715 inches. The insulin pump was received with intermittent esc and act buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. The insulin pump was received with cracked case at the display window corners, reservoir tube window corners and reservoir tube window, minor scratched display window and case, stained end cap sticker and back address serial number label.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of in the 20 mg/dl. The customer also reported that the emergency medical services came to treat the blood glucose also, was treated with IV drip. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump buttons were unresponsive. The insulin pump was returned for analysis.